Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a delivery anomaly from the insulin pump. The customer's blood glucose reading was 300 mg/dl. The customer stated that for the last 4 days, she has been waking up with high blood glucose readings. The customer stated that she was able to treat with bolus deliveries. The customer was advised to monitor the pump and her blood glucose readings.